Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received check settings alarms. The customer reported that they had high blood glucose due to insulin pump was not delivering insulin. The customer also reported that there was a black circle on the screen. The customer's blood glucose was unknown at the time of incident. The customer stated that the alarm did not occur during the first rewind. The customer stated that the alarm did not occur after setting the time and date on the insulin pump before the insulin pump was rewound for the first time. The customer stated that there were no alarms after the check settings alarm. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.